Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a 5008x standard blood tubing set leaked during a patient¿s hemodiafiltration (hdf) treatment. Blood was observed leaking from the red alpha clip on the arterial line approximately three and a half hours into the four-hour treatment. There were no reported alarms coming from the machine, a fresenius 5008x machine. There were no visible defects noted near the leak location. Additionally, there was no evidence of a loose connection or line separation. There were no changes or disruptions in pressure that could have contributed to the failure. No leaks were noted during the priming phase. An fx coral fx80 dialyzer was being used for the treatment. After the leak was noticed, the operator stopped the blood pump. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be returned for manufacturer evaluation. In addition, a photo of the device depicting the location of the leak was provided for review.